Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple waste bag pressure alarms occurred during a routine hemodialysis treatment which could not be resolved by the operator. Partial rinseback was completed resulting in an estimated blood loss of 85cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator ending treatment without completing rinseback. Facility staff attributed the alarms to an occlusion in the waste line as a result of the operator not performing the required flushing procedure of the drain line as instructed in the user's guide. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has provided add'l training regarding the flushing procedure. Nxstage medical considers this report closed. No add'l info will be provided.